Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, : product type: lead. (B)(4)

Event description:
The consumer reported that she had met a woman who had the same procedure done and said hers did not work either. The initial reporter did not know if the patient had worked with her doctor and tried everything she could. Follow up could not be conducted. If additional information is received, a follow-up report will be sent.